Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station prompting for a basic input/output system (bios) password, preventing normal access. A technical support specialist guided the customer to perform a hard reboot of the station. After reboot, the station returned to a normal state and no longer prompted for a bios password. Customer was able to log in successfully. Customer confirmed resolution and granted permission to close the case. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system prompted for a bios password, preventing normal access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.